Event description:
The patient was admitted for a procedure in 2007. The patient had a palmaz blue stent implanted in the left renal artery. It was reported that the patient has in-stent restenosis, as of an unk date. No treatment has been reported for this ongoing event.

Manufacturer narrative:
The complaint received states that approximately two years post stent implantation, the patient had instent restenosis. A medical technician called for medical information and reported an ae. The patient underwent catheterization and placement of one palmaz blue stent in the left renal artery in 2007. The technician reports that the patient has "in-stent restenosis". No treatment has been reported for this ongoing event. No further information was available. There was no sterile lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the severely limited information does not suggest what factors may have contributed to the reported event.